Event description:
A consumer reported blurry near an intermediate vision, double vision, eye twitching, "after image when looking at something bright" and "the sunlight is really bright when reflected off of chrome" following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There has been one other similar complaint reported in the lot number. Add'l info was requested on 09/27/2011 and 09/28/2011 by phone. Add'l info has not been rec'd. (B)(4).